Event description:
During an incident in 2003 involving a pt in cardiac arrest, the unit powered on but did not prompt to analyze or display analyze over the button. Pad placement was checked by both crew members.CPR was performed als arrived and took over pt care. The pt was pronounced at the scene.